Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose/flush drive support disk. The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The drive support cap is protruded. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.